Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 68.7°f. The rate of temperature rise was above threshold at 6.8°f/sec. The likely cause was identified as worn rear bearings. It was also noted that the device was noisy, the shaft was broken and the device failed the patient current leakage test. This type of failure is associated with (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating and noise. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return. On follow up it was confirmed that there was no patient or staff impact as the device was tested before the patient was brought inside the operating room.